Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, there was resistance when trying to advance the wire into the sheath, and the wire would not advance at all. It appeared that the hemostatic valve on the end was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received. To be more specific on what section broke/separated, it was the hemostatic valve. The hemostasis valve (gasket) was dislodged inside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. It looked like it was damaged before. The issue was noticed when putting the wire in the sheath. The resistance did not result in any damage to dilator/catheter. The dilator/catheter/needle was not able to move within the sheath. The wire would not advance issue was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 12-oct-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000182 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).